Manufacturer narrative:
Device evaluated by MFR. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The initial reporter also notified the FDA on 16-nov-2022. Medwatch report # mw5113389.

Event description:
It was reported that 3 bd maxguard extension set with needleless y-site(s) leaked. The following information was provided by the initial reporter: in our oncology infusion center, we have had 3 reports of filters leaking today. It is bd maxguard extension set with 0.2 micron filter and needleless y-site,

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of filters leaking chemo drugs could not be verified due to the product not being returned for failure investigation. Device history record review for model mx9166 lot number 22079447 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that 3 bd maxguard extension set with needleless y-site(s) leaked. The following information was provided by the initial reporter: in our oncology infusion center, we have had 3 reports of filters leaking today. It is bd maxguard extension set with 0.2 micron filter and needleless y-site.